Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 720mg/dl. The customer was treated and released. The customer stated that the programming was changed at the hospital and did no have more supplies. Hours later, the customer called back to troubleshoot the insulin pump. The programming, time, and date were correct. Ran a fixed prime test and passed. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further info was provided.